Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33253. It was reported the patient underwent surgical intervention on (B)(6) 2020. During the permanent procedure, it was observed the leads were unable to get into the desired location, and thus the physician was unable to implant the leads. As a result, the procedure was abandoned.